Event description:
Pt was receiving an epidural. After the epidural catheter was placed anesthesiologist was testing placement with the glass syringe and the syringe shattered while in this process. This resulted in having to remove the epidural catheter and redo a new epidural.